Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor inquiry and mentioned that they experienced a high blood glucose level of 447mg/dl. The customer stated that the infusion set had a leak in the quick release are and wanted to know whether his sensor will calibrate properly with the high blood glucose. The customer was assisted with infusion set leak and was advised to change the set. The product will not be returned for analysis.